Event description:
Consumer flossed teeth. Product pulled crown off tooth while flossing. Consumer visited a dentist in 2008 to have tooth repaired. Medical records obtained/reviewed the following month, with outcome of reportable event.